Event description:
Caller states patient tested 412 mg/dl and hi (greater then 600 mg/dl) on the inform system while a comparison lab returned as 124 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.